Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited corrosion on the adhesive around the objective lens and coating peeling (1mm2 or more) on the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.